Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial lead. Device reprogramming is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.